Manufacturer narrative:
Visual inspection found by the remote service engineer that there were no patient disconnection alarms. Instead, there would have been a low vm alarm. Results of functional testing indicate for the case of patient disconnection for the evita xl, as documented this could not be tested, we failed to generate the alarm on the device at the time of testing. It seems that this is possible now I think that doing a test session would be the best way to move forward on this problem. Based on the information available and the testing conducted, the cause of the reported problem was unknown. The reported problem was not confirmed. The device was operational after investigation was completed. The investigation could not duplicate the issue. Further testing will be conducted on the fse's next visit to try to replicate the vm alarm. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the careevent (866345 indicating that device sent a false signal (problem with the re-up). Patient involvement is unknown. There was no report of patient or user harm.